Event description:
Customer reportedly received the following results on the compact plus system, compared to a professional meter, within 10 minutes: 167 mg/dl (meter) and 67 mg/dl (emt meter). Customer was feeling hypoglycemic symptoms of jitteriness and lightheadedness on her way home. She fell outside of her home and her driver gave her a soda and called the emts. Emt's obtained readings of "either 34 or 43 mg/dl," and the customer drank more of the soda. The emts gave her a peanut butter sandwich, which she consumed on her own. They then tested her at 57 mg/dl and 55 mg/dl. About 2 hours later, the tested her at 67 mg/dl on their meter. The customer "immediately" tested on her compact plus meter at 167 mg/dl. Customer was not transported to the hospital. No adverse event reported. Requested return of suspect device and replacement was sent.